Event description:
During the case, [the doctor] broke two instruments due to extremely tough bone trying to get the barbs in place. All broken pieces retried, but unable to complete teh case and use life spine due to the tough bone. Rep had stated [the doctor] was using a lot of force on these instruments that broke to try and impact the bone.

Manufacturer narrative:
Based on the returned device -- barb installer (pn: 2024-0039, ln: lfe011725-5), it is likely that excessive impaction forces encountered during barb insertion into dense bone, potentially combined with over-tightening of the installer onto the implant and slight off-axis loading during use, generated excessive shear and bending stresses through the drive shaft assembly. These forces likely exceeded the mechanical strength of the retaining pin and surrounding assembly features, resulting in mechanical failure and separation of the assembly components. Based on the returned device -- ancillary barb impactor (pn: 125-1107, ln: cnw24111), it is likely that the inability to fully seat the barbs within the implant due to dense bone conditions resulted in additional impaction or retrieval attempts using the device. These actions, potentially combined with off-axis slap hammering or elevated insertion forces, likely generated excessive stresses at the threaded interface, resulting in fracture and separation of the proximal tip from the device.